Event description:
It was reported by the patient that they had received several shocks from their device. Follow-up with the physician did not provide any additional information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.